Event description:
Customer received a blood glucose reading of 310mg/dl using the contour meter, retested on a different meter and the reading was 142mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Replacement test strips and meter were sent to the customer